Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts including the ise tubing, electrodes, syringe casing, syringes and valves to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous high patient results for sodium (na) on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.